Event description:
The pt reportedly received no benefit from use of the cochlear implant. The pt reported experiencing pain and headaches with and without use of the device and external equipment attached. The pt's device was explanted. The pt reportedly will not be reimplanted with another cochlear device.